Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported a fluid leak associated with pd treatment. There was an air detected in cassette warning and then fluid was found leaking from the cassette door. In a follow up, the patient verified the fluid leak report and said there was no harm, intervention or adverse event associated with the fluid leak. The cycler set is not available to return.

Manufacturer narrative:
Correction: h.5.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported a fluid leak associated with pd treatment. There was an air detected in cassette warning and then fluid was found leaking from the cassette door. In a follow up, the patient verified the fluid leak report and said there was no harm, intervention or adverse event associated with the fluid leak. The cycler set is not available to return.